Manufacturer narrative:
During treatment it was reported by customer that the cardiohelp had a flow/bubble sensor failure, showing the error messages "art. Bubble sensor defective" and "flow sensor is defective". Customer tried swapping sensors, but the failure would not clear. The unit remained in use until it was safe to remove pump off the patient which was transferred to another device. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The failure could not be replicated. The fst confirmed, although these symptoms were not duplicated during testing, the log files show such errors have occurred in the past. Thus, the sensor panel was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The fst confirmed, that no damages or loose connectors were observed on the sensor panel. As the failure could not be replicated, no exact root cause could be determined. However, another sensor panel with a similar failure was already investigated by life-cycle-engineering. In order to determine the most probable root cause the digiflow pcb was sent to the supplier emtec gmbh. According to that investigation the most probable root cause is that the digiflow mini was damaged by electro static discharge (esd). According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The device was manufactured on 2020-03-17. The review of the non-conformities has been performed on 2024-04-29 for the period of 2020-03-17 to 2024-04-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "device is having a flow/bubble sensor failure when in use" could be confirmed, but not replicated. The complaint was deemed as reportable, as any arterial bubble sensor alarms are high priority alarms, which leads to pump stop, if intervention is set by the user. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
A follow up will be submitted when additional information become available.

Event description:
During treatment it was reported by customer that the cardiohelp had another failure. Device is having a flow/bubble sensor failure when in use. Customer tried swapping sensors and failure would not clear. Unit remained in use until it was safe to remove pump off of patient. Once safe it was removed and patient was put on another unit. No harm to any person has been reported. Complaint ID: (B)(4).